Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply, associated cable and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be the generator interface board (gib) connections. Fse reseated the gib to resolve the issue. As a precaution fse also replaced a power supply cable and backplane. The fse verified system functionality. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Small micro movements (vibration) between the contact surfaces will slowly wear the plating material increasing the resistance between the contacts. The higher contact resistance leads to electrical system failure. Damaged, corroded, or loose connections can cause a variety of system functionality issues and error messages. Based on age of the system, manufactured before 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.